Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited gradual shock impedance high out of range. The physician confirmed the measurements remotely. The patient is currently under observation. No adverse patient effects were reported. The patient was in ventricular tachycardia (vt) when code 1005 (open circuit fault) occurred during shock delivery. After review of additional information, calcification was highly suspected as the cause, with the first five shocks reportedly normal and the sixth shock associated with code 1005 and likely delivered with reversed polarity. The patient received multiple shocks, and lead revision was recommended. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.